Manufacturer narrative:
(B)(4). Evaluation, results: endoleak, use of device in a severely angulated aortic neck, severely angulated aortic neck and severely calcified aortic vessels. Evaluation, conclusion: use of device in a severely angulated aortic neck.

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a 6.1 cm left common iliac artery aneurysm, 1 month ago. Vessel morphology was reported as having access vessels that were tortuous and severely calcified bilaterally, with diameters of 5 mm on the right and 6 mm on the left. The aortic neck had two 90 degree angles. The neck was 19 mm in diameter at the level of the lowest renal artery, where it then increased to 21 and 24 mm at the 1st angle. There was a shelf of calcium in the aortic neck that was protruding inward. The abdominal aorta had been replaced with a dacron graft, several years ago, due to a ruptured abdominal aortic aneurysm. It was reported that after the iliac stent graft was deployed, the physician could not remove the nose cone because it was caught on one of the supra renal stents and despite multiple maneuvers, it could not be removed. The physician used a competitor's balloon to aid in pushing the stent away from the stent wall but this was unsuccessful. In the end, the physician pulled hard on the delivery system and removed the device. Upon inspection, the delivery system was kinked. This resulted in a large proximal type 1 endoleak and a supra renal stent that was bent inward. The competitor's balloon was then used to attempt to straighten out the stent, which was somewhat successful, but the stent was not completely straight. The endoleak improved but was not totally resolved. The physician did not want to implant a cuff because of the protruding stent. A decision was made not to intervene further, rather to wait and evaluate the leak at the 30-day follow-up. No additional clinical sequelae were reported and the pt is fine.